Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysma atrial fibrillation (pafib). It was reported that the catheter's electrode was deformed. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis. Additional information was received. The outer diameter of the catheter shaft is higher. No tear or detachment was observed. Tracking information or status update on the return device is not available.

Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted, no issues were observed regarding the reported allegation. Under microscope, it can be confirmed that the electrodes were in good conditions. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis. No further escalation required. Update to the initial MDR in block(s) b5.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysma atrial fibrillation (pafib). It was reported that the catheter's electrode was deformed. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.